Event description:
Complainant alleged that while attempting to treat a patient. The device failed to discharge. Complainant indicated that after the clinician rebooted the device, it successfully delivered therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.